Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. (B)(4) the device was returned and analyzed and no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient had a long period of asystole when pacing was discontinued. Due to the patient's large heart and premature ventricular contractions, the surgeon decided to removed the system for further evaluation. No further patient complications have been reported as a result of this event.